Event description:
On (B)(6) 2014, the patient contacted animas alleging that on (B)(6) 2014, the patient experienced a blood glucose (bg) over 600 mg/dl with shortness of breath and nausea with an unspecified level of ketones associated with an alleged inaccurate delivery issue. It was reported that the patient remained hospitalized and received IV fluids and other unspecified treatment by their healthcare provider. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did match the active basal program, the basal history matched the active basal program settings, and the bolus totals matched and were all recorded as programmed. This complaint is being reported because the patient allegedly experienced hyperglycemia based on the alleged inaccurate delivery of insulin.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/12/2014 with the following findings: the last basal delivery and bolus were on (B)(6) 2014. On (B)(6) 2014 at 12:32, there was an unexplained loss of prime event and deliveries never resumed. There were no alarms related to the complaint noted in the alarm history; only typical usage observed. The total daily doses correctly added up and reflected the users programmed basal rate. The pump passed a delivery accuracy test and was found to be operating within the required range. The original complaint could not be duplicated. A test cartridge and battery caps were used for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.